Manufacturer narrative:
Follow-up #1: date of submission 11/14/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/20/2016 with the following findings: a review of the black box showed a replace cartridge alarm had occurred on (B)(6) 2016 at 10:14; deliveries resumed (B)(6) 2016 at 12:47. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 09/12/2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose and ¿may go [in] to dka [diabetic ketoacidosis]¿. There were no blood glucose values or signs or symptoms of hyperglycemia provided. The patient was advised to contact her healthcare provider (hcp). The reporter stated that the patient¿s healthcare provider had already been contacted, and the hcp advised the patient to go to the hospital. Pump troubleshooting could not be completed at the time of initial contact. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient was advised to seek medical intervention for unspecified elevated bgs, and the pump could not be ruled out as a contributing factor.